Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4)

Event description:
The customer reported via phone call that they experienced low blood glucose. Customer's blood glucose was 46 mg/dl. The customer treated their blood glucose with orange juice. The customer declined to troubleshoot for their low. The customer also reported repeated sensor error alerts with their sensor. The customer stated they would monitor the insulin pump. The insulin pump will not be returned for analysis.